Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the suprapubic foley catheter deflated and fell out after one day of use. The patient stated that he visited the emergency room where the foley catheter was replaced. The patient also stated that, although he was not diagnosed with an infection, he was prescribed bactrim antibiotics at the emergency room as a precaution.